Event description:
Per the clinic, the patient experienced facial nerve stimulation and poor performance with the device from activation. Subsequently, the device was explanted on (B)(6) 2026 and the patient was reimplanted with another cochlear device during the same surgery.